Manufacturer narrative:
Results and conclusion summation-factors which may contribute to improper stent expansion include, but are not limited to, lesion characteristics, deployment pressure, or manufacturing deficiencies with the stent or balloon materials. Perforation, noted in the IFU and the risk assessment, is a known adverse event and is not necessarily an indication of a product quality deficiency. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. A conclusive cause for the pt effect, and the relationship to the products, cannot be determined: however, there does not appear to be an indication of a lot specific product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: oversized balloon. It was reported that during use of the device at 12 atm, a perforation occurred which required treatment with a balloon. The physician feels the balloon is too compliant. The pt was fine. No additional event or pt info is available.